Manufacturer narrative:
Star total ankle replacement system removed due to infection after 3 months of implantation. Visual evaluation confirmed components were intact. Device history record shows no anomalies.

Event description:
Pt had star total ankle replacement system removed due to infection.